Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited lightheadedness/weakness. It was also reported that the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.